Event description:
The customer stated that the sample camera misread the barcode label on the sample during testing. No erroneous results were reported. (B)(4).

Manufacturer narrative:
This instrument has been investigated. On (B)(4) 2014 an ocd field engineer (fe) arrived at the customer site and inspected the barcode on the sample and there was an image defect. The customer reported that some samples that come from manual centers have image defects on the barcodes. The fe performed the sample camera adjustments and loaded up the sample carousel with used samples. The provue read all sample barcodes correct. The customer performed all qc successfully. Repairs verified by the customer performing qc successfully with no errors or misreads.